Event description:
Customer reportedly received a result of 286 mg/dl while the lab result read 124 mg/dl within 10 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.